Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5075953) on 28-mar-2018. This retrospective pregnancy case was reported by a consumer and describes the occurrence of gastrointestinal injury ("right essure device became dislodged, found stuck in the lining of her stomach"), device dislocation ("right essure device became dislodged, found stuck in the lining of her stomach"), the first episode of menorrhagia ("very heavy periods in volume"), the second episode of menorrhagia ("very heavy duration of the menstrual cycle") and pregnancy with contraceptive device ("the pregnancy test came back positive") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "the pregnancy test came back positive". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), device dislocation (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), the first episode of menorrhagia (seriousness criteria medically significant and intervention required), the second episode of menorrhagia (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pain ("increasing in duration and intensity of the painful symptoms"), pelvic pain ("stabbing pains in the pelvic region on both sides/ lots of pelvic pain regularly"), abdominal distension ("severe bloating"), urticaria ("rash/hives"), nausea ("nausea"), vomiting ("vomiting") and tooth disorder ("vomiting for over 7 years have done irrevocable damage to her teeth"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of essure, bilateral tubal ligation) and surgery (spontaneous d and c). Essure was removed on (B)(6) 2011. At the time of the report, the gastrointestinal injury, device dislocation, the last episode of menorrhagia, pregnancy with contraceptive device, pain, pelvic pain, abdominal distension, urticaria, nausea, vomiting and tooth disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, device dislocation, gastrointestinal injury, nausea, pain, pelvic pain, pregnancy with contraceptive device, tooth disorder, urticaria, vomiting, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: consumer stated that her fallopian tubes were fully occluded, and she knows that because her and her partner abstained from having unprotected sex for longer than the 3 months. Diagnostic results: she had the 3 month follow up testing to make sure that the tubes were 100 percent occluded which they were. The pregnancy test came back positive. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a consumer and describes the occurrence of gastrointestinal injury ("right essure device became dislodged, found stuck in the lining of her stomach"), device dislocation ("right essure device became dislodged, found stuck in the lining of her stomach"), the first episode of menorrhagia ("very heavy periods in volume"), the second episode of menorrhagia ("very heavy duration of the menstrual cycle") and pregnancy with contraceptive device ("the pregnancy test came back positive") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "the pregnancy test came back positive". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), device dislocation (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), the first episode of menorrhagia (seriousness criteria medically significant and intervention required), the second episode of menorrhagia (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pain ("increasing in duration and intensity of the painful symptoms"), pelvic pain ("stabbing pains in the pelvic region on both sides/ lots of pelvic pain regularly"), abdominal distension ("severe bloating"), urticaria ("rash/hives"), nausea ("nausea"), vomiting ("vomiting") and tooth erosion ("vomiting for over 7 years have done irrevocable damage to her teeth"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of essure, bilateral tubal ligation), surgery (removal of essure, bilateral tubal ligation), surgery (spontaneous d and c) and surgery (spontaneous d and c). Essure was removed on (B)(6) 2011. At the time of the report, the gastrointestinal injury, device dislocation, the last episode of menorrhagia, pregnancy with contraceptive device, pain, pelvic pain, abdominal distension, urticaria, nausea, vomiting and tooth erosion outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, device dislocation, gastrointestinal injury, nausea, pain, pelvic pain, pregnancy with contraceptive device, tooth erosion, urticaria, vomiting, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: consumer stated that her fallopian tubes were fully occluded, and she knows that because her and her partner abstained from having unprotected sex for longer than the 3 months. Diagnostic results: she had the 3 month follow up testing to make sure that the tubes were 100 percent occluded which they were. The pregnancy test came back positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.